Event description:
During service the pump powered on this failure code 715. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.